Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 9 in the mouth, primary stability was not achieved. Another implant was not placed successfully in the same site on that day. Clinician reports insufficient bone quality/quantity and the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 9 in the mouth, primary stability was not achieved. Another implant was not placed successfully in the same site on that day. Clinician reports insufficient bone quality/quantity and the site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).